Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump error alarm. Customer's blood glucose was 131 mg/dl and declined to 69 mg/dl. Customer treated their blood glucose at the time with food and apple juice. Troubleshooting was performed. They programmed a normal bolus into the air and the bolus amount was recorded in the daily history. The insulin pump passed the self-test. The alarm history was checked and it was noted that they had at least 7 times of a rewind required message. Troubleshooting was performed. They were able to rewind the insulin pump. The insulin pump passed the displacement test. It was also noted that on (B)(6) 2017 they had a high blood glucose level of 514 mg/dl at 5 pm. The customer treated their blood glucose with the insulin pump and drank a lot of water. Due to the repeated amount of the alarm and the customer¿s safety concerns, the device will be replaced. The device will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor was tested outside the device and passed. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.